Event description:
It was reported that the insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Technical support explained to the caller that the positive value indicated the pump had detected at least the displayed amount of insulin, and the caller understood and acknowledged this information.